Event description:
Product problem: during surgical procedure, physician began using a pituitary rongeur and a piece of the tip broke off in the wound. Under sterile image the piece of pituitary rongeur was retrieved without further difficulty.